Manufacturer narrative:
Correction: the previous MDR submitted on november 2, 2021 was filed inadvertently. No device explantation has occurred. This report is submitted on august 29, 2022.

Manufacturer narrative:
This report is submitted on november 2, 2021.

Event description:
Per the patient, the device was explanted (reason unknown) and a baha was implanted.